Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent excision on (B)(6) 2014 for stage 2 pop due to s/p excision of mesh in 2012 and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. It was reported that the patient underwent an additional mesh revision/removal on 08/02/2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. It was reported that the patient underwent an additional mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).